Manufacturer narrative:
The technician isolated the issue to the hand pendant. He replaced the hand pendant to repair the bed.

Event description:
Information received indicates the head of the bed is going up by itself.